Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of device malfunction was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user fell, the ilet pump¿s screen/bezel separated, and the pump came apart, after which the user stopped using the device and transitioned to insulin pens; a replacement ilet was arranged and the user was instructed on return and start-up expectations. Symptoms included no adverse clinical effects and no blood glucose impact reported. Outcomes included continued diabetes management using insulin pens and ongoing cgm use. Investigation included complaint intake, product replacement logistics, and request for return of the original device for evaluation. Investigation of returned device revealed a mechanical enclosure failure consistent with screen/bezel separation following a drop, with no device alerts or alarms reported and no data transfer to the replacement unit. It was concluded, based on previously established findings for similar reports, that the cause was device damage due to external physical impact.